Event description:
Additional information 2025-jun-13: a radial balloon burst was noted, balloon burst at 10 atm. The balloon did not fragment and no vessel injury was reported.

Manufacturer narrative:
Image analysis a still photo of a fluoroscopic angiogram showing a patent femoral to popliteal artery with an indwelling device. Image showing the outer box packaging of an in.pact admiral pta balloon a still photo of a fluoroscopic angiogram showing an occluded femoral artery. Image showing the outer box packaging of an in.pact admiral pta balloon 6.0mm x 250mm a still photo of a fluoroscopic angiogram showing an inflated percutaneous transluminal angioplasty (pta) balloon in the popliteal a rtery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use an in. Pact admiral for treatment of a calcified lesion in the superficial femoral artery. Contrast inflation fluid was used. It was reported that difficulty was noted during positioning due to the patient condition and anatomy. A balloon burst was also reported. Another in. Pact drug coated balloon was used to complete the case. No patient injury.

Manufacturer narrative:
Additional information: a radial balloon burst was noted, balloon burst at 10 atm. The balloon did not fragment and no vessel injury was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.